Manufacturer narrative:
Upon investigation, it was discovered that the hinge on the pump lid was severely damaged, triggering a lid mismatch error, which causes the pump to stop. The damaged lid was replaced. As part of continuous improvement efforts, future software releases incorporate updates to allow the pump to restart in this event.

Event description:
User reported a low arterial flow alarm and noted the pump had stopped. Spectrum medical considers an event in which the pump stops to be reportable. There was no patient harm.